Event description:
The customer observed smoke coming from the axsym analyzer printer when the printer was plugged into an electrical outlet. No injuries were reported and there was no damage to the surrounding lab environment. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No patient involvement (B)(4). Smoking (B)(4). (B)(6).

Manufacturer narrative:
The customer was sent a replacement printer. An abbott field service engineer (fse) visiting the customer site found an electrical issue with the uninterruptible power supply (ups) attached to axsym analyzer. The fse corrected the ups electrical/installation issue. Subsequent instrument operations were acceptable. A product labeling review found that the abbott axsym system operations manual and the okidata 320 printer user guide contain adequate information for the described issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No systemic deficiency or adverse trend of an axsym analyzer or printer issue was identified during this current evaluation, and no further investigation is required.